Manufacturer narrative:
The product was not returned for analysis. The lens remains implanted. The product history records could not be reviewed because the customer did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone fax and mail. A completed questionnaire was not received. (B)(4).

Event description:
A technician reported that following an intraocular lens (iol) implant procedure, a pt experienced halos, glare, double vision, trouble reading and driving. The symptoms are noticed more in the left eye than in the right eye. Ophthalmic drops were given with no improvement of the glare and halos. Additional info has been requested but not received to date. There are two med device reports associated with this pt. This report is for the right eye.